Event description:
Pt had shoulder surgery on (B)(6) 2006. Pt alleges that a pain care 3000 was used after the surgery. Pt alleges glenhumeral chondrolysis. Had shoulder replacement surgery (B)(6) 2011.